Event description:
It was reported that the device had an alarm at setup. There was no patient involvement. The customer was informed that the device is past end of support, therefore, it was not evaluated. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31- december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december -2018. The customer was aware of the end of life terms and the device remains at the customer site.